Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "incompatible os" issue was reported with the adc device in use with a galaxy a13 phone with an android operating system version 12 software version 3.5.1.10363. As a result, the customer experienced a loss of consciousness and was unresponsive for 10 seconds. No third-party medical intervention was reported as no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle libre 3 app complaint was investigated and determined that there were no issues with the freestyle libre 3 app that would have led to the complaint. The user reported tap to see your current glucose data error. Attempted to replicate the user¿s complaint using similar configuration of samsung galaxy s10 (android 12, 3.5.1.10363) and a samsung galaxy a52 (android 13, 2.7.5.7252) and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "incompatible os" issue was reported with the adc device in use with a galaxy a13 phone with an android operating system version 12 software version 3.5.1.10363. As a result, the customer experienced a loss of consciousness and was unresponsive for 10 seconds. No third-party medical intervention was reported as no further information was reported. There was no report of death or permanent impairment associated with this event.